Event description:
It was reported that the surface of the tubing of a small volume infusor was not smooth. The tubing surface was further described as, not smooth as if it was shaved by something. This issue was observed while filling the device with saline prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: device manufacture date ¿ the lot was manufactured between may 13-14, 2024. The device was received for evaluation. A visual inspection was performed, and it was noted that there was a rough and frosted appearance on a small segment of the tubing¿s exterior surface. However, there was no sterility breach to the tubing despite a rough and frosted appearance on small segment of the tubing. Therefore, this was a cosmetic condition. The reported condition was verified. The cause of this condition was related to the tubing's extrusion process from the manufacturer of the tubing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.